Event description:
Mother had the depuy rotating platform knee, oval dome patella, cross linked stabilized insert and femoral posterior stabilized insert for a total knee replacement in 2009. She was never able to walk correctly after this. As a matter of fact, she went from bad to worse and was always in constant pain and went from being able to walk well with simply a cane to being almost completely unable to walk or bend her knee. Knee/legs swollen all the time. In 2014, she was admitted to the hospital and they found she had an infection at the knee replacement. They said she would never be able to walk again, but needed to take the knee out to save her. Agreed to have them take the knee out, but the infection was too bad and she died about 2 weeks later, never waking up from the surgery. The doctors said she died from sepsis from the knee replacement.